Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional b5 narrative: it was reported that the patient underwent revision surgery on (B)(6) 2014. It was reported that the patient experienced fistula. No additional information was provided. Mwr-26082020-0000792563, submitted for adverse event which occurred on (B)(6) 2014. Mwr-26082020-0000792545, submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: 2240, 2330, 1695, 1685, 3189- surgical intervention, 3191- soreness. It was reported that the patient underwent mesh removal on (B)(6) 2017 due to hernia recurrence, adhesion, abdominal pain, soreness and discomfort. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.